Event description:
Boston scientific received information that this programmer (prm) got touch screen error message and the device does not respond to touch commands while performing software (sw) upgrade. This prm will be returned for analysis. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was found through analysis that this programmer's (prm's) inverter cover was melted which served as evidence of a physical alteration of the product. This prm's inverter and cover were replaced. This programmer (prm) also had an error message and touch screen was unresponsive to touch. The touch screen was visibly dented and unresponsive. It was suspected that lid had closed on improperly-stowed stylus and the touch screen resistance on the pins measured open. The touch screen was replaced. This programmer then passed all incoming tests with a known good touch screen.

Manufacturer narrative:
(B)(4).